Event description:
Event description cpi received information that a patient with an implantable cardioverter defibrillator (ICD) system had experienced oversensing and inappropriate therapy. An invasive procedure was performed and the oversensing/inappropriate therapy was thought to be attributed to a loose rate sensing setscrew. Since the invasive procedure, oversensing and pacing pauses were noted. The sensitivity floor was programmed to the least sensitive value and appropriate sensing and pacing was achieved. No further oversensing was noted.